Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "blood spill in center disk. Bio waste bag did not work, took in less than half of blood spill. Unit smelt like burned plastic. Center disk was very warm to touch." No patient/operator injury associated.

Manufacturer narrative:
The device has not been returned for evaluation. A follow up report will be sent when the device is returned and the evaluation is complete. Haemonetics (B)(4).